Manufacturer narrative:
(B)(4). Physio-control provide the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that no decision has been made on whether they will repair the device or not. The biomedical engineer was also unable to provide a time-frame for when a decision will be made. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on using ac or dc power. There was no patient use associated with the reported event.